Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer states they had been hospitalized for low blood glucose levels. The customer states their blood glucose level had been as high as 500mg/dl and as low as 97mg/dl. The customer treated the high with manual injection and lows with food. The customer states paramedics were dispatched for her low episode, but did not recall further information on hospitalization. The customer attributes the highs to having had candy. The customer believed the pump was operating as designed and the issues lied with the transmitter. The customer was advised the transmitter would be replaced and returned for analysis.